Event description:
Final report. (B)(4) became aware on (B)(4) 2012 that an incident occurred approx 10 months earlier on (B)(6) 2011 through a medwatch form mailed by the FDA to becton dickinson. Bd divested the ophthalmic systems division and it was acquired by (B)(4) on (B)(4) 2010. The medwatch report mentioned the blade broke into the pt during hip arthroscopy. The blade was retrieved and a second blade was used without incident. A review of our complaint database did not find any complaint was received from (B)(6) and no product was returned for eval. Review of our mfg records found the lot number provided, 0302388, is for cat# 346984 and was manufactured on november 12, 2010. There were (B)(4) blades produced in that lot.

Manufacturer narrative:
In a recent project with a third party, an investigation was conducted regarding the amount of actual force the arthro lok blade during surgery, vs the amount of force the blade can withstand when tested to failure during hip surgery under compression loading, as well as deflection loading. The test was set up to both test the loads experienced in actual procedure and simulate the procedure while testing the blades to failure. Using a strain gauge during a cadaver lab simulating actual procedure, the average deflection force on the beaver blade during a capsulotomy and labral takedown was (B)(4) respectively. The peak deflection force on the blade was seen during the lab was (B)(4) for capsulotomy and (B)(4) for labral takedown. Test to failure for compression: a quantity of (B)(4) blades from (B)(4) different lots were used for the compression testing. The average break force was (B)(4) with a standard deviation of (B)(4). There were two failure modes: breaking at the transition of the blade and breaking slightly distal to the transition. Test to failure for deflection, worst case: (B)(4) blades from (B)(4) different lots were used for the deflection testing. The average break force was (B)(4), with a standard deviation of (B)(4). There was only one failure mode: the blade broke at the transition. Conclusion: when tested to failure, the average break force was (B)(4) under compression and (B)(4) for deflection. The actual device was not returned; however, testing shows the breaking forces of blades tested is much higher than the actual forces seen during a procedure.